Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, there was no resistance in the path of the right ventricular (rv) lead. The x-ray revealed the conductor was damaged. As a result, the rv lead was removed and successfully replaced. No adverse patient effects were reported.